Event description:
Physician reported a pt who received too much coaptite during a 2nd urethral bulking procedure. During the initial procedure (two months earlier), the pt did not receive enough product and required another injection. During the 2nd procedure, too much coaptite was injected and the pt went into urinary retention. The actual injection dates of each procedure were not reported to the distributor.

Manufacturer narrative:
Dr informed the boston scientific sales rep that he had injected the pt with too much coaptite. The pt went into urinary retention, and after a few days, the retention resolved on its own. There was no indication by the physician whether medical intervention was required for the retention. The device lot number was not provided; therefore, the device history records could not be reviewed.